Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user's alcohol consumption in a sugary drink which led to significant glycemic excursions and increased the risk of a severe event. Having the device volume set to "low" likely contributed to the severity of the event.

Event description:
On 9/24/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user experienced low bg from (B)(6) 2024 after consuming a margarita before their meal announcement. Glucose levels were rising when they announced the meal, but after having a second margarita, they experienced a drop in glucose. Multiple fingerstick checks confirmed glucose levels between 40-50 mg/dl. Over the course of a few hours, the user treated the low with three capri suns, peanut butter and crackers, and glucose tablets. During the episode, the user felt foggy, sweaty, and weak, and believed they may have briefly blacked out. The user continued managing the hypoglycemia and typically treats with two glucose tablets, but this event required additional treatment.